Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that "the end of the tubing that pushes in to the IV hub corroded and broke off while infusing into the patient." No specific details were provided. The customer contact reported there was patient involvement with no adverse patient effects and unknown delay of critical therapy. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Additionally, an unknown adapter was returned with the device. A visual inspection of the device revealed that the male adapter of the option-lok was completely broken off inside the unknown adapter. There are white drag marks indicating the use of force. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks, and general connections events. According to investigation results, the reported issue is related to the design.

Event description:
The customer contact reported that "the end of the tubing that pushes in to the IV hub corroded and broke off while infusing into the patient." No specific details were provided. The customer contact reported there was patient involvement with no adverse patient effects and unknown delay of critical therapy. No medical interventions were reported. No additional information was provided.